Manufacturer narrative:
The device was not returned for evaluation. Lot release records were reviewed, and the product lot met all acceptance criteria. Based on insulet's investigation, software issues were found that contributed to the errors and a CAPA has been opened to address the issue.

Event description:
It was reported that the carbohydrate calculator suggested a bolus of 7.5 units, however the personal diabetes manager (pdm) suggested to deliver a bolus of 10 units.